Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 590cc mentor memorygel boost breast implant being used in a breast surgery was inserted incorrectly (upside down) during the operation. When the doctor pulled it out with his fingers, the "gel was pinched and deformed". No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences.

Manufacturer narrative:
On december 10, 2024, the mentor failure analysis lab has received the device for evaluation. On december 13, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the smo ro mod pro boost gel 590cc breast implant was found to have some bubbles within the gel and looks deformed, the bubbles observed could have given the appearance of the ruptured reported. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Bubbles in the gel can originate with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).